Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the monopolar curved scissors (mcs) tip cover accessory. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Isi did receive a da vinci product to perform failure analysis. The mcs instrument was analyzed, and the complaint was not confirmed by failure analysis. The reported event with the instrument could not be replicated nor confirmed. Visual inspection-external, visual inspection-internal, manual articulation of inputs, recognition, engagement, and intuitive motion tests/inspections were performed, and the complaint could not be reproduced. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument was fully functional. No product issue was found.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument tip cover fell off twice during intraoperative use. The procedure was completed. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details have been received as of the date of this report.